Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument data, the cse discovered one dilution tray was slightly warped, causing the mixer to scrape the bottom of a couple of cuvettes. The cuvette tray was replaced. The customer ran quality controls, which resulted within range. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca_2c) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The result was held in centralink due to a delta check, indicating the result did not match with results previously obtained for the patient. The sample was repeated on the same instrument and an alternate advia 2400 instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.